Event description:
Reporter stated that a pt's blood glucose was measured, using the advantage system, with back-to-back results of 570 mg/dl. 382 mg/dl, 273 mg/dl, and 237 mg/dl. Pt was treated with 4 units regular insulin based on result of 237 mg/dl. No adverse event reported. New system was sent to customer and return requested.